Manufacturer narrative:
The reporter's meter and strips were returned for investigation. Testing was performed using glycolyzed blood all returned results are within acceptable range. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. Medwatch field h3 has been updated.

Manufacturer narrative:
The customer¿s test strips were returned for an investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation is ongoing.

Event description:
The initial reporter received questionable glucose results with an accu-chek inform ii meter serial number (B)(4) compared to another accu-chek inform ii meter. Before patient testing, qc was acceptable. At 04:43, the patient's glucose result with accu-chek inform ii meter serial number uu14320845 was "hi" (>600 mg/dl). The nurse notified the patient's doctor per protocol. At 04:51, the patient's glucose result with a different accu-chek inform ii meter was 274 mg/dl. The patient's medication was based on the glucose result of 274 mg/dl.